Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the console 2 viewer was not moving. The clinical sales representative (csr) stated that the surgeon attempted to move the viewer but was unable to do so. They were using a dual console system, so the surgeon sat down at console 1 to proceed. The csr informed that this had occurred before. The technical support engineer (tse) viewed the system logs with no errors noted. The tse suggested to hard power cycle the console in question. The csr stated that the surgeon was working and did not want to interrupt the procedure. The tse suggested to try the hard power cycle between cases. The site was proceeding with the case. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found a "viewer controls disabled" message displayed immediately upon startup. The fse performed calibrations required for viewer replacement, which resolved the issue without component replacement. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.